Manufacturer narrative:
Referenced report numbers: 2134265-2010-02440, 2134265-2010-01839, 2134265-2009-065498, 2134265--2009-03471, 2134265-2009-02097, 0300890000-2010-8004 / 2134265-2010-02961, 0700060000-2010-8007 / 2134265-2010-03113, 2134265-2009-010747how many complaints has your firm received regarding pt2 guidewires becoming knotted/entangled/caught when inside the vasculature? FDA is aware of 9 such reports in the past two years.response: bsc received and filed a total of 28 complaints related to pt2, guidewire devices becoming "knotted/entangled/caught when inside the vasculature" in the past two years ((B) (6) 2008-(B) (6) 2010). The pt2, guidewire complaints referenced in this request are included in the count of 28.please break these down by light/moderate support and if there is a significant difference between the number of complaints for each group, please provide explanation for why one group would have more complaints than the other.response: the light support and moderate support models are identified with a single product family. As such, both models share the same directions for use with the same indications for use and contraindications. Additionally, both models share the same risk documentation. Table 1 below presents complaints related to "knotted/entangled/caught when inside the vasculature" for the pt2, guidewire device broken down by light and moderate support with the resultant occurrence rates expressed in complaints per million (cpm). A statistical analysis was performed and determined there was no significant difference in rate between the two models. In addition, these rates are within anticipated levels of occurrence as outlined in the device's risk documentation. Table 1 , "knotted/entangled/caught when inside the vasculature" pt2, guidewire complaints ((B) (6) 2008 to (B) (6) 2010) light support moderate support unknown upn 6 20 2 48.31 cpm 67.80 cpm 4.77 cpm(B) (4)

Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) a guide wire fracture occurred. The lesion was located at the bifurcation of the lad (left anterior descending) artery and a diagonal branch; the characteristics of the vessel and lesion are unknown. The physician was attempting to access the diagonal with the pt2 moderate support guide wire through the strut of an unspecified stent (the stent implant date is unknown) to open up the side branch. The wire got caught on the stent and as he was trying to pull it back into the guide catheter, approximately 2mm of the guide wire tip brook off and went down the diagonal branch. No attempt was made to retrieve the wire fragment from the patient. The physician noted that the patient had no complications during the procedure. No further complications were reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) a guide wire fracture occurred. The lesion was located at the bifurcation of the lad (left anterior descending) artery and a diagonal branch; the characteristics of the vessel and lesion are unk. The physician was attempting to access the diagonal with the pt2 moderate support guide wire through the strut of an unspecified stent (the stent implant date is unk) to open up the side branch. The wire got caught on the stent and as he was trying to pull it back into the guide catheter, approximately 2mm of the guide wire tip broke off and went down the diagonal branch. No attempt was made to retrieve the wire fragment from the pt. The physician noted that the pt had no complications during the procedure. No further complications were reported. The pt's condition was reported as "ok".